Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump had a low battery as well as replace battery now alarms. The customer¿s blood glucose level was 10.2 mmol/l. They were given a series of steps to perform after the call ends to resolve the issue. The device will not be returned for analysis.